Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#1627487-2018-1229, reference MFR. Report#1627487-2018-1230. It was reported the patient experienced ineffective therapy with their scs system. Reportedly, diagnostic testing identified the leads were suspected fractured. As such, surgical intervention was undertaken on (B)(6) 2018 where the lead was replaced to address the issue. Please note: it is unknown which lead was fractured. Therefore, all suspected devices are being reported.